Event description:
Event description cpi received information that this unipolar lead was removed from service due to a sensing problem, the physician elected to perform an invasive procedure to replace the lead. Two leads, both model 4312 (serial 047127 and 048269) are involved in the patient's lead system, cpi is unable to confirm which serial has the problem, therefore will report on the serial 047127 at this time.